Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely decreased sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 133-146 mmol/l): sample ID (B)(6), initial result was 104.3, repeat result was 141 mmol/l sample ID (B)(6), initial result was <100, repeat result was 141 mmol/l sample ID (B)(6), initial result was 105.3, repeat result was 140 mmol/l. There was no impact to patient management reported.